Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator failed the electrical safety test. There was no patient involvement when the issue occurred. No patient or user harm reported. A review of the risk management file was performed and it was determined that this complaint is a reportable malfunction. Regulatory reports have been submitted per regulations. A philips remote service engineer (rse) noted that the customer's v60 ventilator failed the electrical safety test. The customer reported that the test failed the grounding at the proximal port and oxgyen (o2) retainer bracket. The rse advised the customer to check the ground wire at the proximal port for tightness, and to retest; and to also replace the ac (alternating current) inlet, and/or the proximal port to ground cable. The customer was provided with the part number for both parts. The customer reported that the issue was resolved; however, it was not specified what resolved the issue per the details provided. Additional details are being requested. Investigation ongoing / resolution pending.

Manufacturer narrative:
A follow up was performed with the customer, and it was reported that the issue was resolved by re-securing a loose housing ground that was making the resistance higher on the proximal port. After the adjustment was done, the issue was resolved. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.